Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the vacuum was not working, the needle was fired inside the breast and samples could not be obtained. Customer reported that it sounded like samples were being taken but nothing coming. Biopsy was not completed and the patient had to be rescheduled. Needle had been previously tested and no issues found.

Manufacturer narrative:
Console was examined by a fe and it was determined that five torx assembly screws were not torqued to specification. The fe tightened all torx screws to specifications and tested the system with test set and no errors found at the time. System met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported on (B)(6) 2024, that during a patient procedure, the vacuum for brevera system (B)(6) stopped functioning. The needle was tested before the procedure and no issues were seen. The needle had been fired and taking samples was attempted. The customer stated that it sounded like the system was taking samples but there was no tissue in the tubing and no vacuum. The biopsy was aborted and rescheduled. Patient impact was reported as the patient needed to be rescheduled and required a second incision. The dispatched field service engineer (fse) found that the five tox screws on the driver were not torqued to specification. The fse tightened the screws and tested the system, with no errors noted. They advised the customer to keep any information for needle issues and returned the system to use. Initial evaluation: neither the brevera system nor driver were returned for investigation. The brevera system and driver were in use for 968 days at the time of the complaint. Investigation methods and findings: further investigation could not be performed as parts were not returned. The investigation performed by the fse found that the torx screws on the driver were loose, but this appears to be an incidental finding and is not related to the vacuum issues experienced by the customer. Cause/root cause: as no parts were returned for investigation, a definitive root cause was unable to be determined. The fse incidentally found that the torx screws in the top housing of the driver were loose during their investigation. However, this does not impact the vacuum capabilities of the driver and therefore is likely not the root cause. The details of the complaint say that the vacuum on the system appeared to be working, but no tissue was being pulled. This indicates that the issue is not with the system, and the most likely root cause is an issue with the vacuum tubing of the disposable needle itself. As the needle used in this complaint was not saved, it is not possible to verify if the issue was with the tubing. Despite this, it is still the most likely root cause. Conclusion: since no parts were returned, the issues seen in this complaint were unable to be verified. As a result, no definitive root cause was able to be determined. The customer reported vacuum issues, and the fse found that the torx screws were loose on the driver housing, but no issues with the vacuum pump. Since the torx screws would not influence the vacuum capabilities of the driver, and the pump on the brevera system appeared to be functional, the most likely root cause is an issue with the vacuum tubing on the disposable needle. Since the needle was not saved, this cannot be verified, however. The issues were experienced during a procedure, and the patient had to be rescheduled due to the inability to get tissue samples. Patient impact was reported as a result of the rescheduling. Complaints will continue to be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: system serial number: (B)(6). System sku: brev100. System manufacture date: 02/24/2022. System installation date: (B)(6) 2022. System UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.